Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure, loss of capture and poor sensing was observed while trying to locate an ideal location for implant. The patient experienced ventricular fibrillation (vf), during the repositioning, which required external cardiac defibrillation to resolve. The cause of the vf was not known. The implant was discontinued. The patient was in stable condition.